Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon broken was confirmed. The balloon was found to be ruptured in the central area. The central area of balloon latex was missing. No other visible damage was observed from catheter body or balloon windings. The through lumen was found to be patent and did not leak. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the instructions for use, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures and to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume for each size catheter. Exposure to calcified plaque within the vessel may increase the possibility of balloon rupture. A product risk assessment was performed for further investigation. Additionally, as part of the manufacturing process, balloon inspections are being performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty catheter, the balloon was found broken after withdrawal. The balloon was tested before use without issue. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.